Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 3.0 mmol/l, which was treated with food. The caller stated that the keypad had intermittent response prior to the alarm occurring. No other significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing, the insulin pump was tested with a test keypad and no frozen display was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked belt clip slot, a stained end cap sticker and cracked battery tube threads.